Manufacturer narrative:
(B)(4). B braun medical, inc (the importer) is submitting this report on behalf of b braun (B)(4) (the manufacturer). This report has been identified as b braun (B)(4). Customer stated in initial report that patient state was related to wrong settings by trained staff. Device history log file was checked, therapy found. It was determined that the "wrong" settings were keyed in by user and confirmed. (Microgram/kg/minute instead of ml/h). Visual inspection did not reveal any abnormalities. Function and delivery accuracy was found to be within specification when device was tested in our laboratory.

Event description:
As reported by the user facility: on the morning of the (B)(6) 2009, there was a serious incident involving a new perfusor space syringe pump at (B)(6) hospital in (B)(6). A patient had been in the hospital for 8 weeks and then suffered a major heart attack where they were then taken to the itu. While they were in the itu, they were prescribed remifentanil to be given at 3.6 mls/h (not sure what this translates to in mcgs/kg/min). The pump had been configured to use a drug library with dosage concentrations and no soft or hard limits for this particular drug. When using dosage calculations, the large number displayed at the side of the screen was configured to be in the dose, in the case of remifentanil, to be in mcgs/kg/min). This configuration was given to (B)(6) and myself by dr (B)(6). A senior nurse realised that the infusion of remifentanil was near the end of the infusion very quickly and then checked the screen to see what this was running at. She found it was set for 3.6 mcgs/kg/min instead of 3.6 mls/h and this translates to 129.6 mls/h. The effect on the patient was not known. A decision had been made irrelevant of the incident above to turn off basic life support facilities with the consent of the family and the patient died shortly afterwards. The nurse (B)(6) who infused remifentanil verbally said she had received training from a b braun nurse as to how to use the pump and this is to be confirmed by checking the training register that is currently with the hospital trainer - (B)(6). The matron (B)(6) said that (B)(6) is currently on an 'action plan' (before the incident) for other mistakes in work and that this is being treated solely as a user error by the unit. The hospital did not isolate the pump but they called me to ask me to change the display so that it shows the mls/h large rather than the dose so that all the nurses can understand this more clearly. I did this to all the pumps (110) over the next 24h and I also put an extra warning sign in the text that clearly states when a drug is to be given as a dosage concentration. An incident report form was filled in by the ward management and this will be given to the associate director of nursing. However, the risk manager has not been informed as the ward management are treating this solely as a training error, the (B)(4) have not been informed. The nurse involved has been taken off the delivery of drugs and is to be given extra training in drug calculations and the workings of the pumps. We have been informed that the hospital have not isolated the machine, they in fact do not know which machine was involved in the incident, (could be one of 157). Therefore, we are unable to obtain the serial number of the device.